Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with injection vancomycin (2 grams, route and frequency not reported). At the time of this report, the patient was recovering. Action taken with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date, the patient was recovered from the peritonitis event (previously the outcome was reported as recovering). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.